Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08-oct-2018 with the following findings: a review of the black box showed no cartridge detected, and loss of prime warnings with zero force. During the load cartridge step the pump failed to detect the cartridge. A force sensor calibration test revealed the sensor was not detecting the correct force. The pump was opened, and moisture damage was found on the printed circuit board. The load step malfunction was due to moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging a load step malfunction; the piston rod was allegedly not operating properly and all the insulin in the cartridge was expelled during the load step. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because there is the potential for insulin over delivery if the patient is not disconnected during the load cartridge step. The owner's booklet provides a warning to the user to never start the prime/rewind sequence on the pump while the infusion set is connected to the body and provides multiple reminders during the prime/rewind sequence.